Manufacturer narrative:
Investigation included technical support review and user troubleshooting guidance. Investigation of this case revealed that signal loss was transient and resolved with standard use education, with no device malfunction confirmed. It was concluded that the event was consistent with temporary cgm communication loss that resolved, and no further action was required.

Event description:
It was reported that the user switched from a libre 3+ to a dexcom g7 and experienced intermittent cgm signal loss, after which readings resumed following user education and troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities and no medical intervention.